Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead UDI# (B)(4). This report is being added to correct the coding in (f10): f1903 - device explantation.

Event description:
It was reported that a patient had an explant due to lower back discomfort near the implant site. The patient has a history of fibromyalgia and lower back pain, but the back pain has worsened since the implant. The doctor injected lidocaine with a steroid near the implant and then decided to explant. The patient has fully recovered.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. UDI for concomitant product, tined lead UDI# (B)(4). Block f10: correction to coding: f1903 - device explantation. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain and discomfort was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that a patient had an explant due to lower back discomfort near the implant site. The patient has a history of fibromyalgia and lower back pain, but the back pain has worsened since the implant. The doctor injected lidocaine with a steroid near the implant and then decided to explant. The patient has fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead UDI# (B)(4).

Event description:
It was reported that a patient had their neurostimulator explanted due to lower back discomfort near the implant site. The patient has a history of fibromyalgia and lower back pain, but the back pain has worsened since the implant. The doctor injected lidocaine with a steroid near the implant and then decided to explant. The patient has fully recovered and there were no additional patient complications.

Event description:
It was reported that a patient had an explant due to lower back discomfort near the implant site. The patient has a history of fibromyalgia and lower back pain, but the back pain has worsened since the implant. The doctor injected lidocaine with a steroid near the implant and then decided to explant. The patient has fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead UDI# (B)(4).